Manufacturer narrative:
Original report showed a screw as the main contributor. Given that the cause of the revision surgery was for the removal of the acetabular liner, the main contributor was changed to the liner. Manufacturer narrative: the reason for this revision surgery was due to the acetabular liner being removed. The previous surgery and the revision detailed in this investigation occurred 1 day apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to using screw to remove the acetabular liner.

Manufacturer narrative:
Corrected data: manufacturer narrative: the reason for this complaint was to report a screw was used to remove the acetabular liner during the revision surgery. The in-vivo length of time is not a factor since the screw was used an instrument to extract a acetabular liner. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. This complaint was reported as a revision surgery but the product of this complaint was not used as an implant to revise the patient. This screw was used as an extraction tool (instrument) to remove an acetabular liner from the shell and patient. This is a technique that has been used on numerous occasions with success. There were no reported issues with the technique or the use of the screw for the purpose stated. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.